Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that she fell a few weeks ago on her butt and elbow. Patient said the bone where the device is hurts. Patient said since the fall she has had to shut the device off because it was zapping her left leg. The patient indicated that this happened last saturday. It was confirmed she is on program 3. Patient said she has always had a tingle in her left thigh but now she can't turn stimulation up because it gets painful. Patient was redirected with the healthcare provider (hcp) to get her device checked. Patient called again on 2019-dec-18 saying she wanted to schedule an appointment with a manufacturer representative and indicated she had pain down the leg. No further complications were reported.